Manufacturer narrative:
Based on the evaluation and available information, the report of severe aortic stenosis was unable to be confirmed. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. An edwards defect has not been confirmed.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 19mm unknown model aortic valve underwent a valve-in-valve procedure after an unknown duration of implant due to severe aortic stenosis. The procedure was performed with a 23mm non-edwards transcatheter valve. The device was not returned for evaluation as it remained implanted. The patient was an 87 y-o male. No further information was provided by the doctor, such as model, serial number, implant duration, if the patient presented any symptoms, the patient information, or medical history.